Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the scope socket, the image is not displayed on the monitor of the scopes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an image then the image froze. The issue was observed during an incoming maintenance inspection. There was no patient involved in this event. Upon inspection of the customer¿s returned device it was observed, the device had no image on the monitor screen with 190 series scope due to faulty scope socket. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was no image due to a faulty scope socket. Additionally, the evaluation observed one thread of the insulation cover was deformed and the high function was not working due to a faulty ¿s¿ scope socket. This event is under investigation. A supplemental report will be submitted upon receiving additional information.